Event description:
It was reported that patient received inappropriate therapy while on exercise bike due to atrioventricular interval delta indicating vt. Patient's rhythm was elevated and device appropriately diagnosed svt. Device will be reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient received inappropriate atp for svt due to the programmed settings of the device. The device will be reprogrammed and remains implanted. No further information is available.